Manufacturer narrative:
Additional information: after exchange of lens, the vault value changed from 680 micrometers to 350 micrometers. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Performed visual inspection and found the haptic to be broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens, and the problem was resolved.